Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 3 weeks later due to disassociation. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: cat# 650-1159 lot# 3204855 delta cer fem hd 28/-3mm t1. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d5; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. This complaint cannot be confirmed technical report for off label will be sent upon completion of the linked complaint if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.